Event description:
It was reported that a critical incident occurred when a forehead sensor was placed in the middle of the patient's forehead, secured with a head band and left on site for what the site believes to be more than 30 hours, potentially 48 hours. The site is unable to confirm if the sensor was ever moved. The pt suffered a severe pressure ulcer to the forehead. This was confirmed by the plastic surgeon. Upon review, the site confirmed it was a communication breakdown and did not recognize the need to have education prior to this. Once this had occurred education was swiftly set up and executed but the (B)(4) west cs team. The site is now happy with how this was handled and recognizes that it was a user error vs sensor problem.

Manufacturer narrative:
Attempts for the return of the sensor as well as additional info request have been made in order to identify the sensor involved in the reported event. The customer indicated that the sensor would be returned. As of the date of this report, the device has not been received by masimo to allow for an analysis to be performed. If new info is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for seven (7) months with no previous reported issues prior to this reported event. (B)(4).